Manufacturer narrative:
The following fields have been updated due to additional information: h6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe had water droplets like condensation have been accumulating inside the syringe. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about water droplet adhered inside the syringe. Customer reported that on november 9, 2023, an owner who has been administering insulin subcutaneously with your lowdose since (B)(6) 2022 pointed out that water droplets like condensation have been accumulating inside the syringe of the lowdose at a rate of about 1 out of 100 syringes since before. He said that he did not use that lowdose and discarded it as a precaution, but could you please let us know if you have any similar inquiries and if there is any reason you think this could be the cause of the problem.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe had water droplets like condensation have been accumulating inside the syringe. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about water droplet adhered inside the syringe. Customer reported that on (B)(6) 2023, an owner who has been administering insulin subcutaneously with your lowdose since (B)(6) 2022 pointed out that water droplets like condensation have been accumulating inside the syringe of the lowdose at a rate of about 1 out of 100 syringes since before. He said that he did not use that lowdose and discarded it as a precaution, but could you please let us know if you have any similar inquiries and if there is any reason you think this could be the cause of the problem.